Manufacturer narrative:
Correction: a4 weight should be 321 lbs.

Event description:
It was reported that the patient presented in clinic. It was discovered, that the implantable cardioverter-defibrillator (ICD) exhibited a radiofrequency (rf) telemetry anomaly. A cybersecurity upgrade was performed. There were no patient consequences.